Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.

Manufacturer narrative:
B3: the estimated event date is (B)(6) 2025.